Event description:
Information was received that the patient's vns was turned on at the end of (B)(6) and ramped up in (B)(6) 2014. The diagnostics were reported to be within normal limits. It was also mentioned that the patient visits hospital frequently but that the neurologist was not aware of the visit on (B)(6) 2015. Patient's seizures were attributed to patient's intractable seizure condition and mentioned that patient has been under several medication and vns but has little success in controlling the seizures. It was also mentioned that the efficacy of vns cannot be determined due to the limited time of therapy.

Event description:
It was reported that the vns patient experienced had four seizures on (B)(6) 2014 and was subsequently hospitalized. The patient¿s seizure baseline level is 1-2 seizures per day. No further information relevant to the event has been received to date.

Manufacturer narrative:
.